Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer received a "replace sensor" message after 9 days of wearing the adc freestyle libre sensor and therefore could not monitor her glucose results. Customer experienced symptoms described as "didn't feel right" and "didn't know where she was" and was incapable of self-treating so her daughter treated her with "2 glucose tablets, 2 sugar cubes, glass of orange juice, little reese's peanut butter cup, and a peanut butter sandwich". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. No further investigation is required.

Event description:
Customer's daughter reported the customer received a "replace sensor" message after 9 days of wearing the adc freestyle libre sensor and therefore could not monitor her glucose results. Customer experienced symptoms described as "didn't feel right" and "didn't know where she was" and was incapable of self-treating so her daughter treated her with "2 glucose tablets, 2 sugar cubes, glass of orange juice, little reese's peanut butter cup, and a peanut butter sandwich". No further treatment was reported. There was no report of death or permanent impairment associated with this event.